Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number - k180291 device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a hysterosalpingogram, a cook silicone balloon hysterosalpingography injection catheter ruptured. The device was initially reported to have leaked after injection of 1.5ml saline using the provided syringe. Upon return evaluation of the device 21jan2021, the balloon was observed to be ruptured. No adverse effects to the patient have been reported as a result of this occurrence.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a cook silicone balloon hysterosalpingography injection catheter. As reported, the complaint device was positioned and 1.5ml sterile saline was instilled when the user found the balloon leakage. Another new device was used to successfully complete the procedure. No adverse events were reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. Visual examination confirmed that the catheter was returned in used condition and confirmed that the balloon material was ruptured. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU) provided with the device state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a cause of the events could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.